Event description:
It was reported to boston scientific that a wallflex fully-covered esophageal stent was implanted during an esophagogastroduodenoscopy (egd) procedure on (B)(6) 2011. According to the complainant, the patient previously underwent radiation treatment and had the left lung removed as a result of lung cancer. Due to the radiation, the patient developed a benign pinhole sized stricture within the esophagus. The stricture was dilated several times. On (B)(6) 2011, the wallflex stent was implanted within the mid-esophagus to treat the benign stricture. There were no patient complications during the stent placement. On (B)(6) 2011, the patient presented at the hospital with blood in the esophagus and stomach. A bronchoscopy was performed, which revealed significant blood within the esophagus and stomach and it was noted that there was erosion of the stent into the trachea.. The patient was stabilized; however, the treatment administered was not provided. At this time, a CT surgeon was consulted and elected to not perform further intervention. On (B)(6) 2011, the patient passed away late in the evening. In the physician's assessment, the cause of death was gastrointestinal (gi) bleeding and the stent was related to the patient death. No autopsy was performed. Note: from the information available, this device was not used per the directions for use (dfu). According to the complainant, the device was used to treat a benign esophageal stricture. However, the dfu state that the "wallflex esophageal fully covered stent system is intended for maintaining esophageal luminal patency in esophageal strictures caused by intrinsic and/or extrinsic malignant tumors, and occlusion of concurrent esophageal fistulas."

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific that a wallflex fully-covered esophageal stent was implanted during an esophagogastroduodenoscopy (egd) procedure on (B)(6), 2011. According to the complainant, the patient previously underwent radiation treatment and had the left lung removed as a result of lung cancer. Due to the radiation, the patient developed a benign pinhole sized stricture within the esophagus. The stricture was dilated several times. On (B)(6), 2011, the wallflex stent was implanted within the mid-esophagus to treat the benign stricture. There were no patient complications during the stent placement. On (B)(6), 2011, the patient presented at the hospital with blood in the esophagus and stomach. A bronchoscopy was performed, which revealed significant blood within the esophagus and stomach and it was noted that there was erosion of the stent into the trachea.. The patient was stabilized; however, the treatment administered was not provided. At this time, a CT surgeon was consulted and elected to not perform further intervention. On (B)(6), 2011, the patient passed away late in the evening. In the physician's assessment, the cause of death was gastrointestinal (gi) bleeding and the stent was related to the patient death. No autopsy was performed. Note: from the information available, this device was not used per the directions for use (dfu). According to the complainant, the device was used to treat a benign esophageal stricture. However, the dfu state that the "wallflex esophageal fully covered stent system is intended for maintaining esophageal luminal patency in esophageal strictures caused by intrinsic and/or extrinsic malignant tumors, and occlusion of concurrent esophageal fistulas."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.